Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. The patient reports they had received a pod communication error while wearing the pod.

Manufacturer narrative:
The returned device was evaluated and pod arrived fully deployed. Corrosion was observed on the internal components of the device. A puncture was identified on the base of the reservoir/fill port junction. It could not be conclusively determined if the reservoir was damaged during fill or prior to reaching the user. The puncture resulted in a leak, which is the root cause of the corrosion, low battery voltages, and data loss. As a result, the cause of the reported communication error could not be determined. The external portion of the soft cannula was observed to be flattened and stretched. The timing and cause of the observed cannula damage could not be determined. The top housing was observed to be cracked. The timing and cause of the observed housing damage could not be determined.